Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead was dislodged. No adverse patient effects were reported.